Manufacturer narrative:
Provant device is being returned to manufacturer for evaluation, but has not yet been received.

Event description:
A paraplegic male with 6-month old recurrent sacral stage IV pressure ulcer treated with provant and panafil spray in addition to basic wound care. Duration of therapy 13 days (provant) and >2 months (panafil). On day 5 of provant, wife reported development of several asymptomatic 2 cm blisters around the periphery of the wound. Provant was discontinued. Patient was seen by visiting nurse 2 weeks later, and no blisters were seen. Provant was resumed. Six days later, the patient was noted to have maceration about the wound edges with non-blanching erythema, and 6-8 small non-tender stage ii skin erosions consistent with de-roofed blisters. Provant was discontinued. Eight days later, the skin surrounding the wound appeared normal. Clinician's diagnosis was peri-wound vesicular skin reaction, possibly due to provant, possibly a hypersensitivity reaction secondary to panafil. Wound care included alginate dressings and topical miconazole to buttocks. Patient has been receiving bactrim ds since 2008 for possible osteomyelitis.